Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus reviewed reprocessing steps provided by the user and could not find information to implying a deviation from the instructions for use. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. The following is included in the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (updated h6- investigation findings). Based on the results of the updated investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. Therefore, a specific root cause of the event "patient infection" and the event "positive in culture test" could not be identified with the information received.

Manufacturer narrative:
The suspect device was returned to olympus. On inspection, the following findings were noted: cracked light guide rod lens, scratched charged coupled device (ccd) unit, separated bending section cover, wear and tear on channel mount, defective mouthpiece, discolored air/water and suction cylinder, scratched switch box unit, buckled universal cord, loosened scope connector water mouthpiece, failed up/down/right/left angulation, and grainy image on the ccd unit. The device passed the electrical safety test. The customer provided the cleaning, disinfection, and sterilization process. Pre-cleaning was performed immediately after the procedure. Water was aspirated through the instrument / suction channel with a suction pump. The forceps elevator was moved to raise and lower three times in water during aspiration. The air/water and balloon channels were flushed with water and air by using maj-1444 and maj-629. The air/water channel was flushed with water and air by using mh-948. Pre-soaking was performed. The device passed the leak test. The detergent used during manual cleaning was enzimex. The biopsy and aspiration channels were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and the distal end was flushed with a flushing adapter. The device was rinsed before manual disinfection and the disinfectant used was enzimex. The channels were flushed and immersed into the disinfectant, and filtered water was used to rinse after disinfection. The concentration and expiration date of the disinfectant as well as the water quality of the rinse water were controlled. The water filter was replaced periodically in accordance with the instructions for use (IFU). The device was dried by blowing filtered compressed air. It was stored in a drying cabinet. The device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated that this device tested positive for 1 colony forming unit (cfu) of gram positive bacteria. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during reprocessing, the evis exera ii tested positive for 54 colony forming units (cfus) of enterobacter cloacae and 5 cfus of pseudomonas aeroginosa from a biopsy channel sample. A second sample was collected from the biopsy channel 23 days after, and the device tested positive for 1 cfu of micrococcus luteus and 2 cfus of pseudomonas aeroginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional information was later received indicating that a patient was suspected to have an emerging highly antibiotic-resistant bacteria. Additional information is being requested.